Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lower back pain") and anal abscess ("perianal abscesses") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and 2 copper ius. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("control check was performed been a painful procedure"), 3 months 16 days after insertion of essure. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), metrorrhagia ("spotting/spotting between menstruation"), discomfort ("discomforts"), feeling abnormal ("patient felt bad"), fatigue ("exhaustion"), pain ("pain in anywhere in her body"), adnexa uteri pain ("ovary pain"), paraesthesia ("tingling in legs"), headache ("intense and frequents headaches"), vulvovaginal pruritus ("continuous vaginal itching"), anal abscess (seriousness criterion medically significant) and arthralgia ("joint pain") and was found to have weight increased ("gain weight"). Essure treatment was not changed. At the time of the report, the back pain, metrorrhagia, discomfort, feeling abnormal, weight increased, fatigue, pain, adnexa uteri pain, paraesthesia, headache, vulvovaginal pruritus and procedural pain outcome was unknown. The reporter considered adnexa uteri pain, anal abscess, arthralgia, back pain, discomfort, fatigue, feeling abnormal, headache, metrorrhagia, pain, paraesthesia, procedural pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: patient believes that the 5 interventions since 2010 due to perianal abscesses were caused by essure (in that moment, the cause of abcess was not found). On (B)(6) 2018, patient assisted to consult in gynaecology where was told that her symptoms are related with essure. Nowadays, patient is waiting for consult to perform abdomen-pelvic x-ray. Allergy test and hormone analysis expressing her desire of essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: painful procedure with no relevant result. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.